Event description:
A site representative reported that the tightening screw on the thoracic clamp instrument is stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Replacement device shipped to site 03/24/2015 for issue resolution. Medtronic investigation of returned suspect device finds that the adjustment screw is not stripped as reported. However, the clamp face is bent to one side making adjustment difficult. Also, there are tool marks on the head of the adjustment screw. The reported event was confirmed to be caused by physical damage of the clamp face and adjustment screw.

Manufacturer narrative:
(B)(4). No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.